Event description:
It was reported unspecified particulate was observed on an unknown acd disposable. When inserting the spike of the disposable set, ¿chunks of rubber¿ from a non-baxter bag were ¿getting nipped off the port¿ and were noted on the disposable set. There is no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.